Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed a defective haptic. Additional information has been requested and received stating that the defect was noted during loading. There was no patient contact. Procedure was completed on the same day.